Manufacturer narrative:
No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
To date no additional patient or event details has been received.

Manufacturer narrative:
Corrected outcomes attributed to adverse event. Device manufacture date. A batch record review was conducted. The catheters in question were manufactured under ref code: (B)(4) and manufacturing lot#: 232681. The catheters were packed in peel packs (pouch) and boxes in march 2016. Lot number: 232681 was sterilized. The product was packed and inspected according to work and inspection instructions. Test results of peel test, burst test, bubble tests and visual inspection were recorded. The bubble test is focused on the peel pack tightness - inspection of foil, paper and weld completeness. Review of the device history records showed that all relevant tests required during the packaging process and final product release had been fulfilled and met the requirements. No nonconformity had been registered during the production process of the mentioned lot. The process parameters on packaging machine were adjusted within the validated window. No samples were received. No another complaint was received on the batch. A non-conformance has been raised to investigate the issue further based on available information. This issue will be monitored through the post market product monitoring review process. No additional patient/event details has been provided to date. Should additional information become available a follow-up report will be submitted. Reporting site: (B)(4).

Event description:
To date no additional patient or event details has been received.

Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a serious injury. Additional patient/event details have been requested but none have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
It was reported that a child had pneumonia when the device was in use. Although requested, no further information was provided.